Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from the sweep-flow reservoir (vc29) but was unable to determine which pinch valve tubing was the source of the leak. The fse proceeded to replace all tubings on vc29 to resolve the leak. The fse could not replicate the retic background issue and determined that a possible cause was a defective retic ghost pump. The fse replaced the ghost pump due to the age and slight buildup. The fse verified the repairs as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported that approximately 5 ml of fluid consisting of blood leaked from the coulter lh 780 hematology analyzer. The customer could not locate the source of the leak. The customer indicated that the instrument generated "retic background high" when the retic background exceeded the high limit three times within a period of two hours. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.